Event description:
Customer reported she was attempting to prime the insulin pump and the act button was not responding. Customer's blood glucose was 124 mg/dl. Customer stated she had to press the button two or three times before it would work. Troubleshooting was performed was able to prime, when customer pressed the button the first time. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.